Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The iesu has been returned and evaluated by the failure analysis team, and the error was confirmed and replicated during failure analysis. A c-33 error was found during power-on testing, confirming the fault occurred in the field. No visual issues were identified that would relate to the reported event. The unit was returned to the original equipment manufacturer (OEM) for further analysis and potential repair. The probable root cause is attributed to the defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that an erbe error c-00 occurred after power cycling. The tse confirmed a c-33 error in the logs. There was no second da vinci system or valleylab iesu available. The user aborted the procedure with no patient involvement.